Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedance on all lead contacts. As a result, surgery intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.